Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
For 3 weeks the customer had high blood glucose level up to 350 mg/dl. Customer delivers correction bolus without success. The customer thinks the pump does not deliver insulin correctly. No adverse event reported. A request was made for the return of the device.